Event description:
Rptr developed latex allergy with a range of symptoms from local buring, itching, generalized hives, sob with o2 sats 82-84 on room air. Symptoms have been treated with o2, benadryl, IV epinephrine and solu-medrol as well as carrying an epinephrine pen and is on chronic antihistamines. Has not had any problems with aerosolyzed latex.